Event description:
The manufacturer received information alleging "an alarm suddenly started to occur but no alarm was being displayed. The alarm was stopped using the alarm button. The alarm log revealed that no alarm occurred on that time, whereas the event log revealed that the alarm button was pressed twice". The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The investigation revealed that the rebooting was caused by program execution error that occurred on the time of the reported phenomenon occurring. The main board was therefore replaced to address the issue. Additionally, not related to the issue, periodic maintenance was performed and the outlet flow path was replaced due to a life-related odor.